Manufacturer narrative:
H3: product analysis found that visually, the shaft was broken 1.96 inches from the distal end of the bur tang when returned. Under magnification, there were traces of yellowish-brown residue on the shaft and striations on the tang. The outside diameter of the tang shall be 0.0580 +0.0000/-0.0010 inches, and the actual measurement was 0.0578 which was in specification. The outside diameter of the bur tang lip shall be 0.018 ± 0.001 inches, and the actual measurement was 0.0198 which was out of specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previous applied fdm b17, fdr c20, fdc d16 and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that broken drill bit stuck in skeeter drill. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.